Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported that the roller pump made a would not power on. The user discovered that the power supply assembly was defective. An alternate device was employed for the procedure. The user reported that the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.